Manufacturer narrative:
The actual pt samples were received and evaluated. Sample testing confirmed interference, likely related to alkaline phosphatase for several of the samples from the pt. This is one of six medwatch reports being submitted as seven pt samples over a period of six days were affected. See the below MDR numbers for all associated reports: 2122870-2011-06300, 2122870-2011-06302, 2122870-2011-06303, 2122870-2011-06304, 2122870-2011-06305; 2122870-2011-06306. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported that an erroneously accutni (troponin) results were generated by the unicel dxc 600i synchron access clinical system for multiple samples from a single pt over several days. The customer retested the sample via an alternative method and obtained a result within expectations. The results were reported out of the laboratory. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.